Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing cardiac resynchronization therapy defibrillator (crt-d) exhibited noise. The noise was from electromagnetic interference (emi) and was oversensed leading to pacing inhibition of approximately 3.5 seconds on this right ventricular (rv) lead. The noise could not be reproduced and didn't correspond to any medical procedures. The patient is dependent, but was not symptomatic. At this time, the patient will continue to be monitored remotely and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. It was noted that this lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the existing cardiac resynchronization therapy defibrillator (crt-d) exhibited noise. The noise was from electromagnetic interference (emi) and was oversensed leading to pacing inhibition of approximately 3.5 seconds on this right ventricular (rv) lead. The noise could not be reproduced and didn't correspond to any medical procedures. The patient is dependent, but was not symptomatic. At this time, the patient will continue to be monitored remotely and the system remains in service. No adverse patient effects were reported. Additional information was received which reported that a non-invasive programmed stimulation (nips) procedure was done to the previously reported noise. It was again noted that the noise was thought to be from electromagnetic interference (emi); although the source of the emi could not be confirmed. This lead also exhibited increased threshold measurements. No actions or interventions were planned or performed. The lead remains in service. No additional adverse patient effects were reported. Additional information was received which reported that the lead was later explanted and replaced. No additional adverse patient effects were reported. Additional information was received which reported that the lead also exhibited loss of capture. No additional adverse patient effects were reported.

Event description:
Additional information was received which reported that the lead was later explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. It was noted that this lead was not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which reported that a non-invasive programmed stimulation (nips) procedure was done to the previously reported noise. It was again noted that the noise was thought to be from electromagnetic interference (emi); although the source of the emi could not be confirmed. This lead also exhibited increased threshold measurements. No actions or interventions were planned or performed. The lead remains in service. No additional adverse patient effects were reported.